Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite, device has 216 hours. Found the flow sensor connector was damaged. Technician performed preventive maintenance using preventive maintenance (pm) kit. Technical support replaced oxygen sensor cell, internal batteries and flow sensor connector. The unit was tested transducer fault and expiratory tidal volume (vte) out of specification. The exhalation flow transducer will not calibrate and transducer test failed. As a resolution, replacement of main board was indicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit alarming transducer fault. As of this time, there is no information about patient involvement associated with this reported event.